Event description:
The blood pressure clip on the e-prestin module breaks off. No problem with the other vital clips. When the blood pressure cable is plugged in, the connection is loose and eventually breaks.